Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized due to high blood glucose with blood glucose of 390 mg/dl. The customer was reported at some event blood glucose was 600 mg/dl . Customer's current blood glucose was 300mg/dl. Customer was treated with IV fluids and anti-nausea medication. Troubleshooting was done for high blood glucose and under delivery. . The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.